Event description:
On the event date, the sales representative reported that during surgery the doctor stripped the outer thread when inserting closure top. Additional information received via email in the same month, from the sales representative. The closure top which had the outer threads stripped was being provisionally tightened. The surgeon does not use the double ended set screw starters when provisionally tightening. The surgeon uses the final tightener instead. The closure top which had the inner hex strip was being final tightened. The surgeon finished the case by replacing the stripped closure tops with new ones without an issue or significant delay.

Manufacturer narrative:
Request have been made for the return of the product. Request has been made to obtain the product. Device manufacture date is unknown. Evaluation is pending upon the return of the product.